Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, adjustment of the roller pump occlusion caused the entire roller assembly to rotate eccentrically. There was no adverse consequence to the pt as a result of this event.